Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned and the reported partial deployment was confirmed. The difficulty deploying was not confirmed. Based on a visual and functional inspection of the returned product, there is no indication of a product quality issue with respect to manufacture, design or labeling. The investigation determined that a definitive cause for the reported deployment difficulty could not be determined. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. Based on the information reviewed, there is no indication the issue was caused by, or related to the design, manufacture or labeling of the device. (B)(4).

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the procedure was to treat a lesion located in the moderately tortuous, distal superficial femoral artery. The 5.8 mm vessel was prepared with a 6.0 x 80 mm balloon at 12 atmospheres for 3 minutes prior to stent deployment. During deployment it was observed that although the deployment lock was unlocked, no further supera stent deployment was possible. Up to this point there was an absolutely normal deployment without any issues. The thumb slide was then pushed forward to the end, but the supera stent was not fully deployed or released out of delivery system. The delivery system was being removed under fluoroscopy. The physician pulled on the deployment system slightly to release the supera stent from the deployment system without success. The deployment system with the supera still connected was then withdrawn out of the patients anatomy without any issues or injuries. Another supera was successfully deployed into the patients anatomy. There was no clinically significant delay in the procedure reported. No additional information was provided.